Event description:
It was reported that a 58-year-old caucasian female patient underwent a primary breast augmentation surgery with a 375cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation on the left side, which was confirmed via mammogram. As a result, the patient underwent removal and replacement with a 475cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured at the juncture patch. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer's reference number: (B)(4).